Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.0610" x 0.0600" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture-cut nd instrument was found "cocked to the side" the procedure was completed with no reported injury.